Event description:
Boston scientific received information that this lead displayed no capture at maximum outputs. A revision procedure was performed and the lead was returned to allow for reliability analysis. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned in two segments, with the inner coils on the distal segment extending beyond the proximal end of the inner insulation. No capture was confirmed on the lead. A fracture was observed on the proximal end, located approximately 178mm from the terminal pin and the distal end of the fracture was located 251mm, near the bend at 266mm with holes in the outer and inner insulation. A secondary fracture in the wire was also found at 258mm.